Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient medication was not showing in pyxis. A technical support specialist (tss) dialed into the enterprise server and reviewed the visit record through the web application, where the visit was shown as reconciled and read-only, with only the visit identifier editable. The tss confirmed that the patient had two visits and that the admission, discharge, and transfer system had reconciled the older visit into a newer one, allowing new orders to cross over correctly. The tss also verified that both visits were in a discharged status and that all associated orders had been discontinued, which explained why the patient was no longer appearing on the dispensing device. The customer confirmed that the issue was isolated to a single patient, and it was agreed that a new case would be created if the same issue occurred with another visit. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patient medicines were not showing in pyxis. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.